Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally disconnected the infusion set during school, resulting in hyperglycemia that reached above 400 mg/dl for approximately four hours before reconnecting at home, after which glucose levels began to decrease; no device alerts or alarms were reported. Symptoms included elevated blood glucose without associated acute clinical effects. Outcomes included no medical intervention, no hospitalization, no assistance, and no use of backup therapy. Investigation included troubleshooting and user education regarding infusion set management and exercise practices. Investigation of this case revealed user-related interruption of insulin delivery due to infusion set disconnection, with the pump, infusion set, and cartridge functioning as expected once reconnected. It was concluded, based on previously established findings for similar reports, that the cause was user error.